Event description:
Boston scientific received information that during a procedure to implant this implantable cardioverter defibrillator (ICD), a high, out of range shock impedance measurement was exhibited on the competitor chronic right ventricular defibrillation lead when it was connected to this device. Thorough effort was made to troubleshoot the issue and obtain an acceptable shock impedance measurement, but the issue could not be resolved. The physician suspected a possible issue with this device's header and decided to use a new ICD. With the new ICD, the shock impedance measurement was within range and acceptable for the physician. There were no adverse patient effects during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Upon review of the memory log, it was found that the device recorded shock impedance measurements in two of the three vectors of triad configuration greater than 125 ohms. The other vector of the triad configuration recorded an impedance measurement that was within range. This device was replaced with a device that does not measure the individual vectors, as does the triad feature in cognis/teligen devices. Interrogation of the device found that the device was programmed to a configuration of right ventricular (rv) coil to can, and shock impedance was recorded as greater than 125 ohms. Microscopic visual inspection of the device header found it to be completely intact. When loads were attached to the shock channel of the device, a normal shock lead impedance measurement was received. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.